Event description:
The customer reported a falsely decreased architect stat high sensitive troponin-I and provided the following data for 1 male patient: (customer reference: male pathological values are > 34 ng/l). Sample ID (B)(6): on (B)(6) 2023, result was 16.2 and repeat results on (B)(6) 2023 were 184.6 and 321.0 there was no reported impact to patient management.

Manufacturer narrative:
A1 patient identifier: complete sample ID is (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely decreased architect stat high sensitive troponin-I and provided the following data for 1 male patient: (customer reference: male pathological values are > 34 ng/l) sample ID (B)(6): on (B)(6)2023, result was 16.2 and repeat results on (B)(6)2023 were 184.6 and 321.0 there was no reported impact to patient management.

Manufacturer narrative:
The architect i2000sr, serial # (B)(6)was inspected and crystallization was found on the wash zone probe 1. The issue was resolved by replacement and calibration of the wash zone arc probe. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review revealed no additional issues related to discrepant/erratic patient results. A review of tracking and trending did not identify a trend for the wash zone arc probe and review found no similar issues related to the architect system or discrepant results with regards to the customer issue. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the wash zone arc probe. A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency was identified for the architect i2000sr, serial # I(B)(6) or wash zone arc probe.the following sections were corrected g1-contact office first name g1-contact office last name g1-contact office address 1 g1-contact office city g1-contact office zip code g1-contact office country g1-contact office phone number g1-contact office email g1-contact office fax number